Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system, other relevant device(s) are: micra, model #: mc1vr01-delsys / expiration date: 28-jul-2020 / serial#: (B)(4), UDI #: (B)(4), mfg date: 31-jan-2019. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Product ID # mc1vr01-delsys, return date: 24-oct-2019. Product event summary: the full delivery system was returned and analyzed, however the device was detached from the delivery system and the tether was cut. The lumen of the delivery system was torn. The tether of the delivery system was cut. The delivery system inner shaft was mechanically kinked/bent at 1.5 cm from the distal end of the recapture cone. Blood was observed in the lumen of the delivery system. Blood was observed on the flush port valve of the delivery system. Blood was observed on the flush tube of the delivery system. Blood was observed on the inner shaft of the delivery system. Blood was observed on the recapture cone of the delivery system. Blood was observed on the tether tube of the delivery system. The analyst noted the articulation test could not be performed because the tether was cut and the device was detached from the system. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of the leadless implantable pulse generator (ipg), there were some difficulties with placement. During the first deployment exhibited "bad" thresholds. The ipg was implanted and the temporary pacing lead was explanted. However, after cutting the tether, loss of capture was exhibited. The temporary pacing lead was re-implanted as the patient does not have an intrinsic beat. The ipg was tested and the pacing thresholds had increased and were now high. The ipg was recaptured. It was suspected that the temporary pacing lead touched the leadless ipg on explant which caused the pacing issues. The ipg and delivery system were removed and a new leadless ipg system was implanted. No patient complications have been reported as a result of this event.